Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, device tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to gastric bypass surgery. A successful percutaneous filter removal was reported on (B)(6) 2019 due to perforation. Patient is alleging device tilt, organ perforation and other (unspecified). Per a (B)(6) 2019 CT (computed tomography) abdomen: impression: right anterior tilt of the ivc filter which does and proximal to the confluence of the renal veins with the ivc. Multiple ivc filter limbs extend outside the confines of the ivc, to the greatest degree of one of the left-sided limb that extends and indents the right lateral wall of the aorta, but not associated with any complication". Per the (B)(6) 2019 successful filter retrieval report: "using countertraction measures, antegrade force on the shaft and retrograde force (pulling back) on the wire, the entire filter was captured into the sheath. The entire filter and the wire was then pulled out through the sheath. On inspection, the filter was fully intact with all the primary and secondary struts still in place. There was white fibrinous tissue attached to several filter struts. No filter fracture was identified". Impression: abdominal aortogram and inferior vena cavogram showed the inferior vena cava filter to be tilted with one of the legs extending out of the inferior vena cava wall in to the lumen of abdominal aorta. It was retrieved...post retrieval, there was no significant injury to the abdominal aorta and inferior vena cava".